Manufacturer narrative:
Subject implant has been received and is currently in the evaluation process. No conclusion can be drawn at this time. Synthes is unable to determine the manufacture date without a lot number.

Event description:
Surgeon performed a c5 carpectomy, with a globus expandable cage, a cslp plate, 4.0 mm cortex expansion head screws, and 1.8 mm locking screws in c4 & c6. The cage subsided in c6 and four screws broke from the stress. Screw heads were removed and shafts remain in the patient.